Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10.5 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during a routine follow up that the patient was found to have a large aaa sac, measuring 8.7 x 7.6 with a prominent distal type ib endoleak present. There appears to be loss of seal at the right iliac limb; however, it is unknown if the endoleak was from the ipsilateral limb of the bifurcated stent graft or from the iliac limb on the contralateral side. The bifurcated stent graft was approximately 12-15 mm below the renal arteries; however, there does not appear to be a proximal type I endoleak. The physician implanted an iliac stent graft extension in each iliac artery and successfully resolved the endoleak. The stent graft migration was not addressed as there was not enough room to place an aortic cuff. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).